Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. The customer changed infusion set and resumed insulin delivery. Additionally, the pump touch screen had missing/stuck pixels. Customer¿s blood glucose level ranged between 150-200 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.